Manufacturer narrative:
Corrected field: d9, g2. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, h2, h6, h11. Corrected field(s): b6, b7. Based on the product inspection results, olympus confirmed the cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. However, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use preloaded sphincterotome cutting wire broke. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography while the patient was under sedation. The procedure was completed with the same device. There were no reports of patient harm.